Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient started the use of the complaint product on (B)(6) 2019. It was added that the patient had used other multipurpose disinfecting solutions in the past without any issues. It was mentioned that both the right (od) and left eye (os) of the patient became very red and eventually became painful. The optometrist diagnosed the patient with four corneal ulcerations in the os and was prescribed with an unknown antibiotic drops, treatment modality also unknown. It was noted that the os still stung on occasion especially if the patient's eyes were dry. Additional information has been requested but not yet received.

Manufacturer narrative:
B.5: additional information received; based upon the review of the facts available at this time, this complaint is no longer considered serious or reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 22jan2020 via answered questionnaire from the consumer. It was reported that both right eye (od) and left eye (os) became very red and eventually became painful. The patient sought medical attention on (B)(6) 2019. The patient was diagnosed with four peripheral corneal ulcers in the os and bilateral bacterial conjunctivitis. The patient was prescribed with ofloxacin 0.3% drops, one drop into both eyes (ou) four times a day for 14 days and started with one drop in each eye per hour on the first day. It was mentioned that the redness and pain resolved after the use of the antibiotic eye drops for a period of time and then switching to a different saline solution. The patient noted that stinging sensations were still present at times on the os which were never there before. It was added that the location of the corneal ulcer was peripheral and the patient experienced rapid onset of redness with eventual moderate to severe pain, photophobia, excessive tearing and severe redness. It was reported that the size of all four ulcers were one to two mm or less, there was no significant anterior chamber involvement but with diffuse hyperemia. The corneal ulcer resulted in permanent scar but the infiltrate did not increase at subsequent visits. Additional information was received on 24jan2020 via emailed medical records. On (B)(6) 2019, the patient visited the eye care professional (ecp) with a chief complaint of red eyes believed to be a reaction to the complaint product. The redness was located in multiple areas of the conjunctiva, was worsening, with a pain scale of 8/10 and was intermittent in nature. It started within the last seven days, symptoms presented and worsened when wearing contact lenses and the use of prescription eye drops reduced or eliminated the symptoms. It was mentioned that the patient noticed the symptom two weeks ago, she visited an ecp and was given erythromycin ointment and discontinued contact lens wear. After five days, the patient started to wear new pair of contact lenses again and with new pair but after the second day of using the complaint product, the patient felt severe pain in the ou. Slit lamp examination revealed an area of ulceration extending into the stroma, size 1-2 mm or less, a defect is located at or near the limbus, inferior cornea, temporal cornea, nasal cornea in the os and diffuse hyperemia of the conjunctiva, os very red, od moderate red was noted. The patient was diagnosed with peripheral corneal ulcer os, condition was worse, there were four at 3, 5, 7, 9 on the os cornea and bilateral bacterial conjunctivitis, os greater than od. The patient was prescribed with ofloxacin 0.3%, one drop into ou four times a day for 14 days. Treatment for the cornea was antibiotic drops ou, artificial tears as needed and monitored condition at suggested intervals. Treatment for the red eyes was antibiotic drops ou and monitored condition at suggested intervals. On (B)(6) 2019, the patient visited the ecp for a follow up visit for the four corneal ulcers in the os, used antibiotic drops. Slit lamp examination revealed an area of ulceration extending into the stroma, size 1-2 mm or less, a defect is located at or near the limbus, inferior cornea, temporal cornea, nasal cornea in the os and diffuse hyperemia of the conjunctiva, os very red, od moderate red was noted. Treatment for the cornea was to continue previously prescribed antibiotic drops ou, things were improved. Treatment for the red eyes were to use the antibiotic drops as directed and to monitor condition at suggested intervals. Based on review of the facts available at this time, this event is no longer considered serious or reportable.